Manufacturer narrative:
Customer had stated that the existing speaker had bad solder on the speaker wires, and that after placing a known good speaker in the unit, the audio worked fine. Covidien requested that the speaker be returned for investigation; however, the customer does not have the speaker to return for investigation. See scanned page.

Event description:
Covidien received a repot from a biomedical engineer of a n-560 where audio either could not be heard or was very low. The engineer had isolated this problem to the speaker of the unit and a replacement speaker was ordered. No report of pt involvement was received by the biomedical engineer and no product was returned to covidien for investigation.